Event description:
The customer reported the 4k autoclavable camera head display color bars only. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image was obtained. In addition, a failed pressure leak test was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the updated device evaluation and the results of the legal manufacturer¿s investigation. The evaluation of the device has been completed and additional malfunctions were identified. The device failed the leak test due to a leak next to the gold ring. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. Although the customer¿s allegation of an image failure/displayed color bars was confirmed, the investigation was unable to determine a definitive cause. Olympus will continue to monitor the field performance of this device.